Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the er320 instrument clips were going out by the side of applier jaws. There was no consequence to the pt.